Manufacturer narrative:
Additional information: upon follow up it was confirmed the nurse was contacted and the fill volume was lowered on the device. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis patient experienced feelings of being full, difficulty breathing, distended abdomen and nausea during drain 2 of 5. The patient was connected to the homechoice device at the time of the events. It was reported the initial drain alarm was set at 400ml with a last fill volume of 1000ml. The patient was assisted to perform a manual drain, which occurred at a slow rate over one hour, with relief of the symptoms. There was no report of medical intervention associated with this event. At the time of this report, the patient outcome was not reported. No additional information is available.